Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported hardware fault alarm while in service, however, a review of the event trace revealed hardware fault 20 entries. Carefusion replaced the hybrid board as a pre-caution. Carefusion was able to verify the customer¿s second reported issue of pigtail damage. Visual inspection revealed the ventilator¿s side lemo pigtail receptacle connector was damaged with a burnt pin# 5. Carefusion replaced the ventilator¿s side lemo pigtail.

Event description:
It was reported by the customer that the unit was having hardware faults and the pigtail was damaged. After reaching out to the customer to confirm the reported issue, the customer stated that there was impact to the patient and that he had to be removed from the ventilator and ventilated manually. Patient outcome is currently unknown if there was patient harm or injury.